Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu had the reported failure (error when using monopolar energy) confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. Upon activation of the monopolar coag/cut pedals, the iesu displayed c-34 error.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was getting error c-34 on erbe generator when using monopolar energy. Prior to calling they changed out the instrument and repositioned the grounding pad with no change. Technical support engineer (tse) recommended performing a power cycle on the erbe and to replace the monopolar instrument energy cable when possible. The procedure was completed with no reported injury.